Manufacturer narrative:
Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove 3 cardiac leads, an injury occurred. Reportedly, extraction began with the first rv lead. Extraction of this lead was successful with the use of lld, glidelight, and visisheath devices. The extraction of the capped rv lead was then attempted. An lld was placed inside the lead. The glidelight and visisheath were then used to advance down the lead to the innominate/subclavian junction, where significant calcification was encountered. The devices then advanced down into the rv, when a drop in blood pressure was identified. A bridge occlusion balloon was deployed, which stabilized the patient for preparation for surgical intervention. A sternotomy was performed, but the injury to the innominate/subclavian junction could not be repaired. The patient did not survive this intervention.